Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a spinal surgery for scoliosis, device was used for removal of hooks. The obturator was damaged while removing the set screws. The product came in contact with patient. No fragments remained inside patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.